Event description:
Patient reported right side rupture. Healthcare professional later reported "palpation of the right breast implant membrane at the lower pole, due to a violation of the integrity of the implant" diagnosed by MRI. Device has been explanted and not replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture requested on jun 06,2025. With lot number 2312610 and catalog n-tsm275. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.